Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a perforation and stent closure occurred. Target lesion 1 was located in the 1st diagonal with 75% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 12 mm taxus element stent with 0% residual stenosis. Target lesion 2 was located in the mid left anterior descending artery with 75% stenosis and was 20 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 24 mm taxus element stent with 0% residual stenosis. During placement of the 3.00 mm x 12 mm taxus element stent, perforation and abrupt closure occurred. Patient status is unknown.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).